Manufacturer narrative:
Additional information on investigation summary: it was also noted that the device failed pre-test for marking and labeling, function of soft mode switch and power with test bench. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was blocked in reverse. During an in-house engineering evaluation, it was observed that the device had motor power too low, lack of power, broken pin, worn body and lack of lubrication. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
This supplement 1 was inadvertently marked in error and submitted as supplement 2. Resending supplemental information with correct follow up report number.  Additional narrative: additional information on investigation summary: it was also noted that the device failed pre-test for marking and labeling, function of soft mode switch and power with test bench. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.